Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that they did a patient visit and refill and noticed a motor stall had occurred. Caller stated that the pump stalled on march 15th at 5: 25pm and at 9pm it had motor stall recovery. Caller mentioned that the patient has not received an MRI. Ts advised hcp to monitor the pump for any future stalls.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.